Event description:
Follow up.

Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, it has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
"Newborn hospitalized in the neonatal intensive care unit, keeping the PICC 1.9fr in the left upper limb. (Introduced on september 2nd). PICC had good infusion, no resistance, being salinized every 3 hours. On september 10, the infusion pump alarmed occlusion (2 alarms) by observing a damp dressing and when salinizing, identifying disruption near the cannon. Communicated to the physician on duty and removed the catheter without complications."